Event description:
The touchscreen of the intellivue x3 compact battery operated patient monitor failed to operate as intended during transport of patient. As a result, health care providers were unable to monitor ambulatory blood pressure (abp) or non-invasive blood pressure (nibp) values.